Event description:
Fidia rec'd the info from (B)(4) (the us distributor for hyalgan) on 09-jul-2010: initial info was rec'd from a physician on 06-jul-2010. A (B)(6) male consumer was treated with sodium hyaluronate (hyalgan) (lot# unk, expiration date unk) in his knee in (B)(6) 2010. A week later, he had a huge reaction which the physician thought was a pseudoseptic reaction. The physician drained the knee and used steroids. The blood work did not show any organisms. The pt also had a second aspiration and a cortisone injection and a second negative panel. The physician thought the event resolved however, the pt came to his office on (B)(6)-2010 and the physician did a third aspiration and a third injection of steroids. The physician was now consulting with infectious disease physicians. No further relevant info reported.